Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter and faradrive steerable sheath clear were selected for use. While the sheath was being aspirated, air was continually being pulled through the valve. The farawave catheter was taken out, and at that point, it was noticed that there was not any saline dripping out the tip of the catheter. The tubing was removed from the catheter and checked to ensure saline was flowing through the catheter, which it was. The physician then placed a syringe on the saline port of the catheter and tried to inject saline through the catheter, but it was not possible to inject. The physician noted that the flush lumen felt occluded. Therefore, the physician decided to replace the device while inserting the second farawave catheter and aspirating air ingress into the sheath. While aspirating and getting air into the valve, the physician tried to reset the valve, but the issue persisted. At that point a new faradrive sheath was taken to replace the faulty sheath. The issue was resolved, and the procedure was completed with no patient complications. The farawave catheter and faradrive sheath were returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the faradrive sheath was visually inspected. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve. Based on all available information, boston scientific assigned the investigation conclusion code of cause traced to component failure to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter and faradrive steerable sheath clear were selected for use. While the sheath was being aspirated, air was continually being pulled through the valve. The farawave catheter was taken out, and at that point, it was noticed that there was not any saline dripping out the tip of the catheter. The tubing was removed from the catheter and checked to ensure saline was flowing through the catheter, which it was. The physician then placed a syringe on the saline port of the catheter and tried to inject saline through the catheter, but it was not possible to inject. The physician noted that the flush lumen felt occluded. Therefore, the physician decided to replace the device while inserting the second farawave catheter and aspirating air ingress into the sheath. While aspirating and getting air into the valve, the physician tried to reset the valve, but the issue persisted. At that point a new faradrive sheath was taken to replace the faulty sheath. The issue was resolved, and the procedure was completed with no patient complications. The farawave catheter and faradrive sheath are expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.